Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with consistent insulin flow blocked alarms during bolus attempts. The patient's blood glucose at the time of incident was 2.7 mmol/l. The customer has tried different types of infusion sets. The insulin was not expired or denatured. The customer rotates their sites properly as well. The tubing was not bent or kinked. The insulin pump was returned and replaced per customer request.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the lcd window and case.